Event description:
Customer reported that a 24fr simplastic catheter leaked inside the patient, a second catheter was inserted, but came apart; a third catheter was successfully inserted, but later that evening leaked, requiring the patient to return to the or for re-insertion of catheter. No further problems occurred. Customer stated no patient injury.

Manufacturer narrative:
Actual devices received and being evaluated. Results not yet available. Follow up report to be filed at completion of evaluation.